Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record for strattice lot s10780 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 30/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with a strattice device lot ¿s10780¿ on (B)(6) 2011. The patient underwent a ¿partial explant strattice mesh for portion of unincorporated encapsulated mesh w/ re-approximation/ revision remaining mesh & implant additional mesh for recurrent incisional hernia repair¿ on (B)(6) 2011. The patient received an ¿explant strattice mesh and additional mesh for multiple enterocutaneous fistulas with abdominal washout, enterolysis of numerous adhesions, and blake drain placement x4 & implant additional mesh, unknown type, with bilateral component separation procedure for recurrent incisional hernia repair¿ on (B)(6) 2014. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿multiple interventional revision and removal surgeries, pain, emotional injuries without treatment, recurrence, wound infection, mesh encapsulated, portion of mesh unincorporated, partial and complete mesh explant, mesh revision/ re-approximation, multiple additional mesh implants, abdominal compartment separation technique, adhesions with enterolysis, multiple fistulas, and drain placement (x4).¿ the form lists the conditions that were treated were ¿interventional revision surgery, partial mesh explant, portion of unincorporated encapsulated mesh, mesh re-approximation/ revision, and implant additional, recurrent¿ in approximately (B)(6) 2011. The patient was also treated with ¿interventional removal surgery, multiple enterocutaneous fistulas, abdominal washout, enterolysis of numerous adhesions, blake drain placement x4, additional mesh implant, bilateral component separation procedure, recurrence¿ in approximately (B)(6) 2014. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿atrium c-qur; lot #: 10635418002,¿ on (B)(6) 2011. The form indicates that the device was removed due to ¿multiple enterocutaneous fistulas.¿ the patient was implanted with a second unknown non-abbvie device, on (B)(6) 2014. The form indicates that the device was not removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2011. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.